Event description:
Surgery for "non-union" of scaphoid 8 weeks after fracture. Installation of "herbert cannellated screw" and "radial bone graft" by alleged hand specialist surgeon instructing in a "hand surgery ors" edu. Unknown synthetic bone graft failure and/or modified bone screw failure.